Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and coloplast aris transobturator urethral tape was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6)2016 by dr. (B)(6), md, facs at (B)(6) for urology, llc due to extruded vaginal mesh. It was reported that following the procedure patient experienced urinary urgency, urinary urge incontinence and overactive bladder.